Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reached storage mode at 2.18 volts. There were no reported adverse patient effects beyond the surgical intervention that occurred. The patient was noted to be in complete heart block.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
The local area sales representative indicated that this medical device was to be returned to boston scientific. As new information would become available, this report will be further evaluated and updated.